Event description:
It was reported that on (B)(6) 2010, direct stenting was performed with a 3.0x12 rx promus stent in the left anterior descending artery at 18 atmospheres for treatment of a 60% stenosis. Post dilatation was not performed and residual stenosis was 10%. The patient was discharged with aspirin and plavix prescribed. Since discharge, the patient experienced chest pain and shortness of breath. On (B)(6) 2011 at home, the patient had chest pain followed by lightheadedness and syncope. Emergency personnel were called and the patient was admitted to the hospital. Computed tomography (CT) of the brain showed no brain bleeds or contusion. On (B)(6) 2011, new st elevation, depression or bundle branch block was diagnosed. Repeat angiography and echocardiogram were performed. Catheterization revealed proximal left circumflex 100% tubular ostial lesion and balloon angioplasty was performed. Troponins were negative x 3. There was no electrocardiogram (EKG) changes. Post procedure, the patient had a troponin of 0.02. Myocardial infarction (mi) was asymptomatic and related to post percutaneous coronary intervention biomarker elevation. The patient was continued on aspirin, plavix, metoprolol xl and simvastatin 40 mg (started on hospital admission). The patient was held an extra day due to a large hematoma on the occiput and neck bruise on right lateral neck that was acquired during the syncopal event. The patient was discharged on (B)(6) 2011. Restenosis with occlusion of a small left circumflex artery at its origin was noted by angiography that did not involve the previously placed promus stent. Reportedly, the physician does not believe that the event is related to the promus stent. No additional information was provided.

Manufacturer narrative:
(B)(4). No pre-dilatation. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There were no reported product deficiencies. The reported patient effects of angina, dyspnea, and myocardial infarction are listed in the promus everolimus eluting coronary stent system instructions for use (IFU) as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. It was reported that the procedure was performed via direct-stenting (no pre-dilatation). It should be noted that the promus everolimus eluting coronary stent system IFU instructs the physician to, pre-dilate the lesion with a percutaneous transluminal coronary angioplasty catheter. It is unknown if the reported IFU deviation directly caused or contributed to the reported difficulties.

Manufacturer narrative:
(B)(4).